Event description:
It was reported that the compression device was moving downward uncommanded. No injury reported. A field engineer was dispatched to the site and determined that the foot switches needed to be replaced. Once this was completed the system was working as intended.